Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's level was 10mg/dl. The customer was treated for the lows at the hospital. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist. The customer was advised the sets would be replaced.